Event description:
The customer stated that the insulin pump had a blank display. The customer reported a blood glucose reading of the 147 mg/dl at the time of the call. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube.